Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture (loc) high pacing thresholds and pacing inhibition with two seconds of asystole. A lead fracture was alleged. The patient is pacemaker dependent but there was no adverse patient event reported. The patient will undergo a lead revision however this has not yet been scheduled and/or occurred.

Event description:
Surgical intervention was performed and the lead was explanted and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned severed and only a segment of the lead was returned. The extracting stylet was returned in the lead segment and the distal end of the lead was stretched to the point of fracture. Visual inspection also noted abraded outer insulation approximately 20cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity of the returned portion of lead. Measurements throughout these tests were within normal limits. The reported allegations of noise, high thresholds, failure-to-capture, pacing-not-delivered, and conductor damage were not confirmed based on normal resistance measurements, confirmation of intact inner insulation, and x-ray inspection of the returned segment. Although the outer insulation was abraded, the underlying insulation was intact. The outer insulation abrasion would not have contributed to the reported clinical observations.